Manufacturer narrative:
Correction: the correct component code in h6 should have been "4755 - part/component/sub-assembly term not applicable", rather than " 3079 - patient lead".

Manufacturer narrative:
Correction: upon review the insertable cardiac monitor (icm), manufacturer report 2017865-2025-1002116, should not have been submitted as a medical device report (MDR) as there was no allegation of malfunction on the icm.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the insertable cardiac monitor (icm) had exhibited under-sensing, which resulted in a pause transmission following an ablation procedure. No intervention was performed.